Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15429. It was reported the pt's scs system was explanted due to an infection at the ipg and lead sites. The pt was admitted to the hosp and was given IV antibiotics. Final culture results are unk, but preliminary results indicated a staphylococcus infection. The pt's physician indicated the pt's obesity and diabetes could have contributed to the infection. The pt was discharged from the hosp and instructed to f/u with her primary care physician and an infectious disease specialist.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.